Event description:
Device 3 of 3: reference MFR. Report #: 1627487-2012-05332, reference MFR. Report #: 1627487-2012-05333.

Manufacturer narrative:
Evaluation results: as received, one of the extensions passed functional testing. The other extension failed continuity testing due to all wires being broken at 13 cm from the strain relief of the extension header. The channel 1 electrode was also missing from the extension. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.